Event description:
Patient presented to the physician with ongoing headaches and pain on the right side of the head since the implant procedure. Patient reported pain when moving the tongue to the left or chewing for an extended period of time. Physician prescribed pain medication and advised the patient to monitor symptoms.